Manufacturer narrative:
Device will not be returned as it still implanted. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Twinfix disarticulated post-op. Patient came into clinic to follow-up on another, unrelated issue. Told doctor about wrist pain so they did an x-ray.